Event description:
I had breast implants allergan natrelle silicone. I have a rupture and a capsule grade 3. I've had a skin rash for 3 years on and off that the dr does not know why. My blood test came back saying my white blood cells are fighting an infection. I had these implants 2013 with a miss (B)(6). I'm now reading a skin rash could be a sign of some sort of cancer. I can't find the surgeon that did them as she does not operate no more, please help.